Manufacturer narrative:
The primus log file was analysed. On the date of the reported event no hint for a device failure was found but a regular switch off action was documented in the log. It means that the device was switched off via power switch. In this case before final shut down an optical and audible countdown is triggered for 10 seconds. During this time the device can be switched on again. The user confirmed that this countdown was activated by the device. To exclude a technical failure by possible contact problems potential components in questions as power switch, pcb star point and power supply cable harness were inspected in-depth. No abnormalities were detected. Therefore it is assumed that the device was switched off by the user accidently or unconsciously. In case the device is switched off manual ventilation is still possible by means of the o2-emergency dosage, also in combination with agas. After a preventive replacement of the potentially faulty components (power switch, pcb star point, and power supply cable harness) the device will be handed over to the user.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The device initiated the shut-down-procedure during a case. The user stated that he/she did not push the on/off-button. There was no injury reported.